Event description:
The iab was inserted from the pt on 10/22/97. On 10/27/97 after iabp for four and one half half days, the iab leaked and the iab leaked and the iab was removed. (Event complications: none from the event: - reported 10/28/97) (pt's current status: on inotropes - rpt'd 10/28.)

Manufacturer narrative:
This follow-up MDR was mailed to the FDA on 12/30/1997. Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exibited the typical appearance of an abrasion mark. The ragged edged penetration located within ab abrasion mark is typical of that produced by calcified plaque during iabp.